Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation. The lens was inspected with magnification. The silicone lens was cut in two pieces. Both haptics were distorted; small loose particles were observed on the lens optic body and haptics consistent with handling the lens out of the sterile environment. The complaint for cloudy lens could not be verified since a slit lamp test could not be performed due to the conditions of the returned lens. The manufacturing record and related documents show that the production order was manufactured according to specifications. The review of the documentation for slit lamp inspection of silicone lens inspection shows that all the lenses sampled had an acceptable haze level. There is no associated deviation or non-conformity report found in the manufacturing record review for this complaint. A search on complaints related to production order was conducted and revealed that no other complaints for this order number have been received. The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, reported complaint was not confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient''s right eye due to cloudiness in the lens. The lens was replaced with a non amo lens and the patient was reported as doing fine post op. A report of cloudy lens, with posterior capsular opacification and visual disturbance without explant was reported in an MDR submitted in 2013.